Manufacturer narrative:
This product is not marketed in the us. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -7.50/1.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown.